Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2016-00217, since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a female patient of unknown age and origin. Medical history included hyperthyroidism. Concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix 25, 100iu/ml) from a cartridge at an unknown dosage regimen, subcutaneously for the treatment of diabetes mellitus beginning on in 2007. In addition, she received insulin lispro (rdna origin) injection (humalog) from cartridge 6 units at morning, 7 units at noon and 7 units at evening subcutaneously, for the treatment of diabetes mellitus, beginning on an unspecified date. She also received an unspecified formulation of insulin glargine; dosage regimen, route of administration, indication for use and start date were not reported. She also used an unspecified humapen injection pen from 2007 and a humapen ergo ii from an unknown date (reported as for three years). Medication(s) delivered via these reusable pens was not reported. On an unspecified date, while on insulin lispro and insulin glargine therapy (status of insulin lispro protamine suspension 75%/ insulin lispro 25% unspecified), insulin glargine was discontinued (details not provided) and her blood glucose increased; therefore on (B)(6) 2016 she was hospitalized. As of (B)(6) 2016 her blood glucose had decreased but hypoglycemia symptom appeared and she remained in the hospital. On (B)(6) 2016, it was reported that the unspecified humapen had an injection screw malfunction (product complaint 3736856/lot unknown). It was reported that the unknown humapen was dropped after it had been in use for two to three years. Also on (B)(6) 2016, it was reported that the injection button on the humapen ergo ii could not be pushed down ((B)(4)/lot 0712d02). Also since an unspecified date she had renal insufficiency and her ear was not very good. Outcome of the events of hypoglycemia, renal insufficiency and ear was not good was unknown. Information regarding corrective treatments was not reported. Insulin lispro protamine suspension 75%/ insulin lispro 25% was discontinued on an unspecified date; insulin lispro and insulin glargine was continued. The patient was the operator of the unspecified humapen pen and humapen ergo ii and his training status was not provided. The unspecified humapen pen model duration of use was not provided but started since 2007 and was ongoing. The humapen ergo ii duration of start date was not specified and its use stopped on (B)(6) 2016 after three years of use; general duration of use was unknown. The reporting consumer did not know if the events were related to insulin lispro, insulin lispro protamine suspension 75%/ insulin lispro 25%, insulin glargine or the unspecified lilly pen and the humapen ergo ii. Update 12-aug-2016: additional information received on (B)(6) 2016 from the global product complaint safety database added the product complaint information and complaint numbers for both devices; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 11oct2016 in describe event or problem. No further follow up is planned this report is associated with 1819470-2016-00217, since there is more than one device implicated evaluation summary a female patient reported that the injection button of her humapen ergo ii device could not be pressed down. She experienced increased blood glucose levels. The investigation of the returned device (batch (B)(4), manufactured february 2008) found that the injection foot was detached from the injection screw. The foot detachment was attributed to damage while in the field and supported by evidence of tool marks present on the injection screw. Although the foot was detached, the device did meet functional requirements. No malfunction was identified. It has been demonstrated that humapen ergo ii devices remain dose accurate with a detached foot. The user manual describes the proper care and storage of the device. It further instructs to not use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. The injection foot was purposely removed as evidenced by tool marks on the injection screw. It is unknown if this is relevant to the increased blood glucose levels.

Event description:
(B)(4) this spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a female patient of unknown age and origin. Medical history included hyperthyroidism. Concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix 25, 100iu/ml) from a cartridge at an unknown dosage regimen, subcutaneously for the treatment of diabetes mellitus beginning on in 2007. In addition, she received insulin lispro (rdna origin) injection (humalog) from cartridge 6 units at morning, 7 units at noon and 7 units at evening subcutaneously, for the treatment of diabetes mellitus, beginning on an unspecified date. She also received an unspecified formulation of insulin glargine; dosage regimen, route of administration, indication for use and start date were not reported. She also used an unspecified humapen injection pen from 2007 and a humapen ergo ii from an unknown date (reported as for three years). Medication(s) delivered via these reusable pens was not reported. On an unspecified date, while on insulin lispro and insulin glargine therapy (status of insulin lispro protamine suspension 75%/ insulin lispro 25% unspecified), insulin glargine was discontinued (details not provided) and her blood glucose increased; therefore on (B)(6) 2016 she was hospitalized. As of (B)(6) 2016 her blood glucose had decreased but hypoglycemia symptom appeared and she remained in the hospital. On 05-aug-2016, it was reported that the unspecified humapen had an injection screw malfunction ((B)(4)/lot unknown). It was reported that the unknown humapen was dropped after it had been in use for two to three years. Also on 05-aug-2016, it was reported that the injection button on the humapen ergo ii could not be pushed down (lot 0802d08/ (B)(4)). Also since an unspecified date she had renal insufficiency and her ear was not very good. Outcome of the events of hypoglycemia, renal insufficiency and ear was not good was unknown. Information regarding corrective treatments was not reported. Insulin lispro protamine suspension 75%/ insulin lispro 25% was discontinued on an unspecified date; insulin lispro and insulin glargine was continued. The patient was the operator of the unspecified humapen pen and humapen ergo ii and his training status was not provided. The unspecified humapen pen model duration of use was not provided but started since 2007 and was ongoing. The humapen ergo ii duration of use was 8 years (improper use, exceeded shelf life), it returned on 31aug2016, no malfunction. The reporting consumer did not know if the events were related to insulin lispro, insulin lispro protamine suspension 75%/ insulin lispro 25%, insulin glargine or the unspecified lilly pen and the humapen ergo ii. Update 12-aug-2016: additional information received on 05-aug-2016 from the global product complaint safety database added the product complaint information and complaint numbers for both devices; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 29-aug-2016: additional information received on 29-aug-2016 from the global product complaint database added the device specific safety summary and ,manufactured date for the device associated with (B)(4); added the device specific safety summary for the device associated with (B)(4); added the devices were not returned; updated the medwatch and european and canadian required device reporting elements for both devices; and updated the narrative. Update 31aug2016. Additional information received 31aug2016 from the product complaint safety database. The lot number for the hp ergo ii was changed from 0712d02 to 802d08 and the narrative was updated accordingly. Edit 09-sep-2016: no additional information was received on 08-aug-2016 since the (B)(4) were processed accordingly. No changes were made to this case update 11oct2016. Additional information received 11oct2016 from the product complaint safety database. To the hp ergo ii device tab entered the returned date, changed the manufacture date to 28feb2008, changed the approximate device age to 8 years, changed the malfunction type to no, changed improper use or storage to yes, updated the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.

Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2016-00217, since there is more than one device implicated evaluation summary: a female patient reported that the injection button of her humapen ergo ii device could not be pressed down. She experienced increased blood glucose levels. The device was not returned for investigation (batch 0712d02, manufactured december 2007). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical trends with regard to device not working or dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which ensures dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a female patient of unknown age and origin. Medical history included hyperthyroidism. Concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix 25, 100iu/ml) from a cartridge at an unknown dosage regimen, subcutaneously for the treatment of diabetes mellitus beginning on in 2007. In addition, she received insulin lispro (rdna origin) injection (humalog) from cartridge 6 units at morning, 7 units at noon and 7 units at evening subcutaneously, for the treatment of diabetes mellitus, beginning on an unspecified date. She also received an unspecified formulation of insulin glargine; dosage regimen, route of administration, indication for use and start date were not reported. She also used an unspecified humapen injection pen from 2007 and a humapen ergo ii from an unknown date (reported as for three years). Medication(s) delivered via these reusable pens was not reported. On an unspecified date, while on insulin lispro and insulin glargine therapy (status of insulin lispro protamine suspension 75%/ insulin lispro 25% unspecified), insulin glargine was discontinued (details not provided) and her blood glucose increased; therefore on (B)(6) 2016 she was hospitalized. As of (B)(6) 2016 her blood glucose had decreased but hypoglycemia symptom appeared and she remained in the hospital. On (B)(6) 2016, it was reported that the unspecified humapen had an injection screw malfunction (product complaint (B)(4)/lot unknown). It was reported that the unknown humapen was dropped after it had been in use for two to three years. Also on (B)(6) 2016, it was reported that the injection button on the humapen ergo ii could not be pushed down (lot 0802d08/ (B)(4)). Also since an unspecified date she had renal insufficiency and her ear was not very good. Outcome of the events of hypoglycemia, renal insufficiency and ear was not good was unknown. Information regarding corrective treatments was not reported. Insulin lispro protamine suspension 75%/ insulin lispro 25% was discontinued on an unspecified date; insulin lispro and insulin glargine was continued. The patient was the operator of the unspecified humapen pen and humapen ergo ii and his training status was not provided. The unspecified humapen pen model duration of use was not provided but started since 2007 and was ongoing. The humapen ergo ii duration of start date was not specified and its use stopped on (B)(6) 2016 after three years of use; general duration of use was unknown. The devices were not returned. The reporting consumer did not know if the events were related to insulin lispro, insulin lispro protamine suspension 75%/ insulin lispro 25%, insulin glargine or the unspecified lilly pen and the humapen ergo ii. Update 12-aug-2016: additional information received on (B)(6) 2016 from the global product complaint safety database added the product complaint information and complaint numbers for both devices; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 29-aug-2016: additional information received on 29-aug-2016 from the global product complaint database added the device specific safety summary and ,manufactured date for the device associated with product complaint (B)(4); added the device specific safety summary for the device associated with product complaint (B)(4); added the devices were not returned; updated the medwatch and european and canadian required device reporting elements for both devices; and updated the narrative. Update 31aug2016. Additional information received 31aug2016 from the product complaint safety database. The lot number for the hp ergo ii was changed from 0712d02 to 802d08 and the narrative was updated accordingly. Edit 09-sep-2016: no additional information was received on 08-aug-2016 since the pc number (B)(4) were processed accordingly. No changes were made to this case